Event description:
Litigation alleges that patient has experienced pain and discomfort in hip.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-27311. This report, 1818910 - 2012 - 03993, will be kept for investigation purposes. A seperate follow-up will be sumbitted to reject 1818910-2012-27311.

Manufacturer narrative:
**Update** 2/14/2013 - asr/supplemental information received. Doi for the left hip has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still considered closed.